Event description:
Doctor reported the implant fractured at tooth locations 46 and 44. Patient would have to return to place new implants.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: one (1) 3i t3 non-platform switched parallel walled implant 4 x 10mm (boss410), one (1) 3i t3 non-platform switched parallel walled implant 4 x 8.5mm (boss485) and one (1) unknown biomet screw were returned for investigation. Visual evaluation of the as returned implants identified fracture at the collar and a fractured screw was identified inside the boss485. Additionally, there was bone residue around the external threads due to usage. Zimvie is not responsible for any damage caused by the clinician's removal of the devices. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing conditions noted on the per were arterial hypertension and unknown bone density. The reported devices were at tooth location 44 and 46 (fdi) and were used for approximately 2 years, 2 months. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant and fracture screw. Therefore, based on the available information, device malfunction did occur, and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.